Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys estradiol iii assay (e2) on a cobas e 411 immunoassay analyzer (e411). The customer stated that the analyzer was in a temporary location. The sample initially resulted as 553.9 pg/ml and this value was reported outside of the laboratory to the doctor. The customer stated that the current reagent pack volume reached zero tests left at the time of the initial testing. The customer was not sure if the initial value was tested with that current reagent pack or a standby reagent pack of the same lot number. The doctor questioned the initial value, so the sample was repeated. The repeat result was > 3000 pg/ml accompanied by a data flag. The sample was then repeated with an automatic 1:10 dilution, resulting as 4655 pg/ml accompanied by a data flag. The sample was repeated a third time, resulting as > 3000 pg/ml accompanied by a data flag. The 4655 pg/ml value was believed to be correct and a corrected report was issued for this value. The patient was not adversely affected. The e2 reagent lot number was 284592, with an expiration date of 31-oct-2018. The field service engineer could not determine a cause. He checked all calibration and control data. He ran performance testing and all results passed within specifications. He verified the operation of the system. The customer stated that they have had no further issues since the service visit. The investigation was unable to find a definitive root cause.